Event description:
It was reported that the patient had an unspecified promus stent implanted on (B)(6) 2012. On (B)(6) 2012, the patient presented with silent ischemia. Coronary angiography performed revealed 50% in-stent restenosis of the previously deployed promus stent. A non-abbott 3.0 x 20 mm stent was placed for treatment. Post procedure, the patient was noted to have elevated cardiac enzymes, consistent with a myocardial infarction (mi). The patient was discharged the next day on aspirin and clopidogrel. The event is considered to be resolved without residual effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects ischemia, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.